Event description:
The customer reported that during a pt event they were unable to obtain etco2 capnography.

Manufacturer narrative:
(B)(4): the customer reported that during a pt event they were unable to obtain etco2 capnography. The etco2 device function does not affect the delivery of therapy, although due to the pt's outcome we are reporting this as a malfunction. The device was evaluated by philips. The reported symptom was reproduced. Replacement of the pt connector assembly and etco2 module resolved the reported symptom. The device passed all testing and was returned to the customer. We are unable to determine the cause since multiple parts were replaced.